Manufacturer narrative:
(B)(4). Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Pentax medical was made aware of a complaint on 28-feb-2020 regarding an "accessory stuck in scope" involving pentax medical video colonoscope, model ec-3890lk, serial number (B)(4). The user also replied via email to our pentax medical's customer service that the event occurred during procedure and the user was not able to get anything through the endoscope and needed to change to another endoscope. No adverse events or delay in the procedure that would require medical intervention occurred. The customer owned colonoscope was returned for evaluation on 11-mar-2020 and the service repair technician documented an "accessory stuck in primary operation channel" under to pentax medical for evaluation on the pentax medical service repair technician documented an "accessory stuck in biopsy inlet piece" under service order (B)(4) confirming the customers complaint on 12-mar-2020. Other inspectional findings included: light carrying bundle bundle has less than 70% transmission, passed dry leak test, passed wet leak test, suction function not performed unit compromised, image dark, some functions cannot be checked unit compromised by fluid. The device underwent repairs including the following components: o-rings and seals, light guide fiber bundle (lcb), bending rubber, biopsy inlet t-piece pb-free, root brace rubber lg body, signal wire for ccd pr-free, shield pipe for ccd, conductive plate, segment staycoil assy pb-free, suction channel lg. Pentax medical video colonoscope, model ec-3890lk, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2008. On 06-nov-2020, a device history record(DHR) review for model ec-3890lk, serial number (B)(4) was performed under ivai-20-110007, the DHR review confirmed the endoscope was manufactured on 06-nov-2008 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 06-nov-2008. The instructions for use (IFU) for reprocessing of pentax video colonoscope instructs the user to detach the water jet check valve and reprocess separately from the colonoscope. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The colonoscope was repaired and returned to the customer on (B)(6) 2020 under delivery order number (B)(4).

Manufacturer narrative:
Evaluation summary: the cause is thought to be that the check valve that got into the washing machine during the washing process clogs the pipe with the water flow. Correction information g6: follow up #1 h2: type of follow up h6: coding changed based on the investigation result.